Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that a resume pump alarm occurred. Customer declined to troubleshoot with tandem technical support on the resume pump alarm issue. Customer¿s blood glucose level was in the 200s mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.